Event description:
Swelling of knee, leg and foot. Possible infection, several imaging done, baker¿s cyst/mass, venous insufficiency, anemia. Told by orthopedic dr, need to have complete knee replacement. Possible loose components, or non-functioning knee implant, (inner flex)? Tests, for anemia, and swelling of knee is ongoing. Pain management, consistent with swelling of knee and thigh-hip, pain radiates from walking, standing or sleeping. Tiredness, from using better knee/leg to offset discomfort. It is my left knee, and my right knee & hip, have both been replaced.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.